Event description:
It was reported that the vns patient is having her vns generator explanted due to lack of efficacy of the therapy, but it was also reported that the patient was diagnosed with breast cancer. Attempts were made to contact the physician for additional questions regarding the event but only provided that the cancer was first observed on (B)(6) 2013 and that the vns therapy did not work with the patient despite manipulations by the physician. No additional information was received from the physician.

Event description:
It was reported that the vns generator was explanted on (B)(6) 2013. The generator was not sent to the manufacturer since it was discarded.